Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
Patient had a non-related site become infected previously and the infection returned post procedure. Lead was explanted.